Manufacturer narrative:
Device is used for treatment not diagnosis. This report is for 2 unknown cannulated polyaxial pedicle screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment not diagnosis. Corrected data: initially event was reported on (B)(6) 2013. On january 6, 2014 additional information regarding the reported event was provided to the complaint handling unit by the reporter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2013, that a problem with the matrix minimally invasive system (mis) occurred during a procedure. This incident was reported under MFR report 2520274-2014-00082, (B)(4). The surgeon had funneled, tightened, and torqued off the cap in order to loosen it to redirect the screw, and the entire head of the screw popped off. After the screw head broke off the surgeon removed the broken screw shaft and then removed another screw (they were connected) and cut the rod out on the left side. It was noted the second screw was intact when removed. The surgeon then closed the patient. It was reported that the surgery was delayed 60 minutes. Due to the screw breaking and removing the rod only half the construct was left, which led the surgeon to do an alif. The patient underwent an anterior lumbar interbody fusion (alif) on (B)(6) 2013 due to reported instability of the posterior construct of the remaining matrix minimally invasive system. It was reported that the patient did well following the alif and there was no delay in that surgery. This complaint is being generated for the alleged instability of the remaining mis construct which resulted in a revision surgery, an alif, on (B)(6) 2013. This report is for 2 unknown cannulated polyaxial pedicle screws. This is report two of three for (B)(4).